Event description:
Customer reportedly obtained results of 390mg/dl, 117mg/dl, 124mg/dl, 359mg/dl, and 117mg/dl within 10 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.